Event description:
Pt underwent pelvic surgery. The pt had normal pre-operative voiding function. Post-operatively, the pt could not void. Post-operative urodynamics show bladder atony rather than obstruction. The pt was prescribed flomax and urecholine, and performed intermittent self-catheterization.